Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: investigation revealed a battery compartment. Unrelated to the battery compartment issue, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A pump case crack was observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on 11/11/2015.